Event description:
It was reported that during a follow-up visit, it was observed that the device had depleted "rapidly" from the patient's previous visit. It was also reported that the device may have depleted prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary, con't: the device was returned and analyzed. Analysis did not reveal any performance issues, but the calculated longevity result of 82% was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the actual device was not returned for evaluation; however, performance data collected from the device was received and analyzed. Analysis found that the device was pre/approaching the elective replacement indicator. The weekly battery voltage trend data showed the battery voltage measurements were between 2.95 volts and 2.66 volts from (B)(6) 2012 to (B)(6) 2013 (which is before the device recommended replacement time of 2.62 volts). Concomitant product: 5076 implantable pacing lead, (B)(6) 2007. (B)(4).